Event description:
Reporter alleged the patient obtained a discrepant back to back blood glucose result of 513 mg/dl on the inform system. The test was performed within 10 minutes of lab blood glucose readings of 203 mg/dl and 208 mg/dl. Reporter indicated the patient was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No other actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.